Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative (fsr) went onsite and found the ventilator has circuit disconnect and circuit occlusion errors. Ventilator running on prvc simv mode in pediatric patient size. The unit passed est but oxygen sensor calibration failed. Fsr informed biomed that a new oxygen sensor is needed. Fsr also found the peep is out of specifications. The exhalation pressure calibration values changed significantly after calibration and exhalation valve characterization failed. Fsr replaced the diaphragm. Finally, fsr performed operational verification procedure (ovp) and the unit meets all factory specifications.

Event description:
The customer reported that avea std comp unit is auto cycling. There is no patient involvement in this reported event.